Event description:
It was reported that this right ventricular (rv) lead dislodged, with the patient suffering from twiddlers syndrome. This resulted in oversensing which led to an inappropriate shock. Subsequently, this rv lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.